Manufacturer narrative:
Patient information was refused to be provided by the site. Replacement unit shipped to site for issue resolution. After replacement of the unit the medtronic representative confirmed that the issue was resolved and the system was functional. Medtronic investigation of returned suspect device finds that after a multi-day burn-in test the unit was fully functional. Registration, tracking, and accuracy looked normal on all 8 tool ports. Both tca ports navigate normally. The unit passed the pegboard test with an error of 2.212 mm. The reported issue was unable to be replicated during testing. No further relevant issues reported.

Event description:
A medtronic representative reported that during a electrode and probe placement procedure the patient reference frame was intermittently tracking. To troubleshoot the medtronic representative plugged the patient tracker in the different ports of the unit but reported this did not resolve the issue. The medtronic representative then plugging the field generator until into a different port on the unit and reported this resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported 10 minute delay to the procedure due to this issue. There was no impact on patient outcome.